Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6 vicm5 12.6 implantable collamer lens of -8.0 diopter was implanted into the patients left eye (os) on (B)(6) 2021. On the same day different surgery the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause reported as unknown.